Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received the cause cannot be conclusively determined; however, surgical technique may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted for 24 hours exhibited right coronary artery occlusion with significant right ventricular dysfunction. Patient arrived to cticu sedated, initially in sinus rhythm, bp elevated requiring nicardipine drip. Late in the evening, patient suddenly became bradycardic with hr as low as 40-50s, hypotension, av pacing initiates at 80 bpm, levophed and dopamine drips started, volume resuscitation give. Patient was taken to cath lab for further evaluation and found to have right coronary artery occlusion. The right coronary artery could not be cannulated, necessitating an aortogram. An aortogram was performed and confirmed the fact that the right coronary artery was totally occluded, probably at its very origin. Based on these findings, the decision was made to proceed with hemodynamic support using an intraaortic balloon pump. Patient then taken to operating room for emergent coronary artery bypass grafting. A coronary artery bypass grafting x 1 to the right coronary artery was performed and the outcome was noted as resolved. The valve remains implanted. The intra-operative report of the aortic valve replacement has no indication of device malfunction. The initial indication for the aortic valve replacement procedure was due to severe aortic stenosis, congestive heart failure, and diastolic dysfunction. Patient was discharged on post operative day 15.